Manufacturer narrative:
System returned to use with limitations; follow-up required. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that suboptimal fluoro quality occurred during ap screening on a azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.